Event description:
Customer reported that she felt, "a slight electrical type of shock¿ under the sensor area while wearing a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she felt, "a slight electrical type of shock¿ under the sensor area while wearing a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated in the mount. Visual inspection was performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of fire, smoke, electric shock, or explosion were observed. Battery measured 1.56v, which is within the specification of 1.45v to 1.65v. The sensor was placed into test fixture to perform a simvivo test (simulation of the electrical signal produced by the sensor tail). The simvivo test was within specification and passed testing. A thermal camera was used to monitor the sensor and no hot spots on the pcba were observed. It was determined that the battery in the sensor does not have enough voltage to produce an electric shock, and there was no evidence of a device failure. This complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.